Event description:
It was reported that during an angioplasty intervention the pt went into cardiogenic shock which required resuscitation with an intubation and ventilation followed by the setup of an intra-aortic balloon (iab) catheter. This allowed to get a stable hemodynamic state and then to continue the angioplasty intervention in good conditions. During the rest of the angioplasty intervention the pt showed rhythm disturbance which required an external cardioversion with electric shock of 200 joules (2 phase flow device) and caused immediate interruption of the iab. Despite an immediate change of the iab the machine could not restart. It was noted that the iab used was iab-05830-lws (lot# 18f14d0066) and has been quarantined in the pharmacy. Additional info received from the qa in (B)(6) on (B)(6) 2014 stated "device which is at fault here is not the balloon but the pump which has been quarantined and replaced the next day following the incident."

Manufacturer narrative:
(B)(4).